Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 355 mg/dl at the time of the incident. Customer stated the blood glucose earlier was 400 mg/dl and treated with the insulin pump and went down to 306 mg/dl at the time of call. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was not exposed to high magnetic fields. Displacement test and manual prime were performed and passed. Customer was able to rewind the device. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided for the product code and common device name with the initial report was incorrect. The correct information has been provided with this report.